Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia. Some of the atrial events were falling into pvab. Programming changes were recommended. The patient was stable.